Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges were unable to be loaded as the pump "fill cannula" or "done" selection were greyed out. There were no alarms in pump history regarding this event. Customer's blood glucose was 128 mg/dl. Customer reverted to using manual injections for insulin therapy.